Event description:
Paramedics responded to a person in acute mi. The device was connected to the pt for monitoring but then it was necessary to adminster external pacing with the device. According to the reporter, when the pt was carried down the stairs, pacing stopped with alarms and could not be started again until the bottom of the stairs was reached. The reporter stated that pacing was restarted but pacing stopped again while moving the gurney to the ambulance and several more times while transporting the pt to the hosp. No adverse affects to the pt were reported as a result of the alleged malfunction.